Manufacturer narrative:
Update 23-oct-2023: investigation was performed but it has not been confirmed that the device failed to meet its specifications at the time of the event. If different applicational setting-related alarms occur during ventilation of a patient, the operator should act in accordance with chapter 9 ("responding to alarms") of the operator's manual. The asv 1.1 mode is an adaptive pressure-controlled volume-based intelligent ventilation mode. It is using the ventilation algorithm stored in the program code based on the patient's physiological input and recognizing whether the operator-set settings and limits do not best fit the patient to provide optimal care. The evaluation of the log file does not allow a clear statement as to what led to these application alarms during the patient's ventilation. Most likely it was due to the calibration values of the pressure sensors installed on the sensor board, which were slightly outside the optimal calibration value, or fluid / secretion in the proximal flow sensor/ sensing lines or the selected patient settings and alarm limits did not optimally match the patient's condition. The device was tested and calibrated by a certified service technician with no findings. Since then, there have been no further complaints from this device in our complaint system registered.

Manufacturer narrative:
Local engineer carried out full calibration and provided log files. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: patient ventilation began with a hamilton-g5 ventilator on (B)(6) 2023, 01:00 a.m. With p-simv mode. On (B)(6) 2023, 10:12 p.m., mode was changed to asv. On (B)(6) 2023, 02:40 a.m., the ventilator alarmed "low tidal volume" shortly after the nurse turned the patient. The tidal volume reading was only around 50 ml, patient spo2 was 98%. The nurse immediately turned the patient back to supine position, stopped using the ventilator and connect the patient to a bag valve mask to support their breathing. Patient's nasal ett was checked and no misposition or kinking was found, ventilator tubing was checked with no kinking was found. During manual bagging, no high resistance was encountered, suggesting the airway was clear. Subsequently, the same ventilator was reconnected to the patient, but the same situation ("low tidal volume" alarm) occurred again. The nurses then connected the patient to the bag valve mask again, replaced the ventilator with another hamilton-g5 ventilator and used asv mode. This second ventilator subsequently showed a tidal volume of 420ml. The patient had similar vital signs as before and no difficulty in breathing, spo2 was 98% and rr was 15/min.